Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) had questions regarding a patient's right ventricular (rv) lead that has shown a gradual increase in rv defibrillation coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.